Manufacturer narrative:
Reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the depth gauge was bent. There was no known patient, or hospital involvement. This report is for one (1) depth gauge for small screws this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 319.090, lot: 3l40883, manufacturing site: bettlach, release to warehouse date: 26.mar.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 319.090.500, lot: 3l24982, manufacturing site: bettlach, release to warehouse date: 07. March 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the depth gauge for small screws (p/n: 319.090; lot# 3l24982)was returned and received at us customer quality (cq) along with the sleeve component(product code: 319.090, lot number:3l40883). Upon visual inspection, it was observed that the tip of the measuring hook received was bent and deformed. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Service & repair evaluation: the customer reported the device was bent. The repair technician reported that the tip is bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is not determined. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection was performed due to confirmed post-manufacturing damage. Document/specification review based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed depth gauge for long screws d3.5 mm, measuring hook. Complaint confirmed? Yes, the device received was bent. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the depth gauge for small screws (p/n: 319.090; lot#3l24982) as the measuring hook was bent. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The root cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.